Event description:
I use a minimed780g insulin pump with the instinct sensor developed by abbott to control my blood glucose levels and deliver insulin based on my blood glucose readings from the cgm. The instinct sensor gives very inaccurate blood glucose readings, frequently disconnects from the insulin pump and has false low blood sugar readings. The sensor is almost always 20 to 40 points off no matter how long you wear it or what location you apply it to. It is also very sensitive to pressure which can also cause false low blood sugar warnings. These issues have caused serious high blood sugars and many false lows that could be dangerous to my health.